Manufacturer narrative:
Please note corrections to section h6 results code. The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual inspection has shown, that the four received articles show signs of use all over the parts. The black colored handles from the four received articles are showing dents, deformation and scratches. This is most likely a result from often use over the years, as the article is more than 6.5 years old. Mechanical engineering reviewed the received information and noted: during the investigation could be determined that the adjusting ring with which the tensile force is set and locked with "loctite" is loose. This leads to the fact that the setted, calibrated, and tested force no longer corresponds to the markings. In a further investigation, the adjustment ring was loosened, it was found that no adhesive residue (loctite) was visible. This suggests that the ring was probably assembled incorrectly with less or without loctite. Inspection of the received information/evidences are done or will be done, in the proceedings of the non conformity. If more information is provided, the case will be reassessed.

Event description:
It is reported that the products would not show how much traction was being put through (possible missing part).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that the products would not show how much traction was being put through (possible missing part).